Event description:
Device malfunction: partially deployed stent. Time of device malfunction: during preparation. Symptoms/ae: none. It was reported that during device preparation, the absolute stent was found prematurely partially deployed, although the locking mechanism was in the locked position. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.